Event description:
In the beginning of 1999 user experienced a red rash on neck "like a bug bite" which then spread with severe swelling to face, head, neck, ears, nose, mouth, arms and hands, and upper chest, exuding yellowish drainage. She also had shortness of breath at that time. The event was treated at her physician's office with intramuscular benadryl and epinephrine. Approximately four months later, in surgery, she developed dyspnea, heart racing and edematous face for which she administered epipen and went to see her allergist. The allergist treated her with additional intramuscular epinephrine and benadryl and kept her for 1.5 hrs for monitoring. At the time of the second event, the staff at her office had already changed to latex free gloves and surgical barriers. In addition to these 2 major events of "anaphylaxis" she has had minor flair-ups in gift shops etc. Rptr has been declared disabled and has been out of work since april 99, working with workmen's compensation to try to find appropriate placement within her facility.